Event description:
It was reported from a retrospective clinical study that a patient had an initial open reduction internal fixation with plate and screw implantation to repair pseudoarthrosis of the right femur. During the procedure, the surgeon noted that one lag screw inserted through the plate broke during implantation. Since the screw was stable, the surgeon elected to leave it in the bone to prevent injury or complications. No additional complications were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: surgeon noted repair of pseudoarthrosis of the femur. Abundant scar tissue was removed, pseudoarthrosis fragments reduced. Additionally, one lag screw inserted through the plate that broke at the end of its introduction and as the implant appears globally stable, it is decided not to remove the broken screw because this would have involved the removal of the screw and the plate itself. Incomplete healing of a bony fracture may have contributed to the hardware failure. Additional note is made of two screws which eventually fracture which are deep to the plate along the mid aspect of the femoral plate. Three screws are fractured at 8 months post-op xray. The reported event is confirmed by mmi review root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a retrospective study of a patient's initial procedure, that 2 screws were found to be broken with no treatment or explantation needed. It was further reported that the surgeon noted one of the screws was broken during implantation/insertion through the plate. The screw was stable and the surgeon elected to leave it in the bone. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b1, b4, b5, g3, g6, h2, h6, h10.

Event description:
It was reported that the patient underwent an initial procedure. Subsequently, it was reported that two screws fractured. There was no treatment or explant. There was no treatment or explant. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -02199. G2: foreign: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product remains implanted.